Event description:
Additional information received from the health care provider (hcp) stated that "nothing serious happened". It was also stated that the patient received "instruction on charging". No further information was provided.

Event description:
It was reported that the patient experienced a sudden loss of stimulation that occurred last night. The patient reported a return of their pain symptoms due to the loss of stimulation. There was no known accident or incident related to the event. The patient was also unable to communicate with the implantable neurostimulator using the patient programmer. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 377860, lot# v012927, implanted: (B)(6) 2006, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3487a-33, lot# v009632, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-33, lot# v009632, implanted: (B)(6) 2006, product type: lead. (B)(4).